Manufacturer narrative:
UDI:(B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned a3059 mayfield skull clamp. The lock has movement and the teeth are grinding when rotated. The 80# torque knob was not sent back with the device and the pm price does not include the torque knob. The unit needs pm, repair, and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield skull clamp (product ID a3059) was not locking. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.